Event description:
The customer reported a leak in the icy catheter (lot 188005). The saline bag was empty and no fluids were observed on the floor or the patient's bed. The leak was found when the nurse tried to flush the system and the catheter was immediately withdrawn. The dwell time was 4 hours. The catheter was smoothly inserted into the right femoral vein on the first attempt. The catheter and saline bag were replaced to continue therapy using the same thermogard xp ivtm system and start-up kit (suk). No impact or consequence to the patient.

Manufacturer narrative:
The reported complaint of a leak in the icy catheter (lot 188005) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed. The catheter shaft was observed to be kinked at the 33 cm shaft marker, unrelated to the reported complaint. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. Dried blood residue was observed in the balloons. No other physical damage was observed. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at the proximal end of the medial balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there were no similar complaints reported for the icy catheter with lot number 188005.